Event description:
A report was received that the patient's ipg pocket was infected. The surgeon washed out the pocket and lead site incision sites with antibiotic solution. The patient had taken some oral antibiotics since being implanted and was not given any after the wound was flushed out. The patient was doing well.